Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as pressure marks. There was no alleged device malfunction contributing to the irritation. Patient¿s nurse applied unscented lotion. Follow up indicated that the skin irritation improved.